Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a few tampons leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece and did not seek medical attention. She did not experience any adverse health effects.